Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The instrument was found to have a lodged sheath coextrusion on the proximal clevis. The thermal damage observed to the lodged sheath coextrusion was due to the instrument being autoclaved. The coextrusion does appear to be from a sheath based on the colors of the materials, as well as the perceived physical size of the ring itself. The sp I&a manual has the following note: "if needed, pinch the distal tip and gently twist and push to remove it from the instrument shaft. Sterile gauze may be used to more firmly grasp the sheath while twisting." The goal of the quoted step is to disengage the sheath's distal ring from the instrument's distal end, and if the step is not performed the sheath's distal coextrusion ring can get stuck and remain on the instrument's distal end after removing the rest of the sheath, due to the distal ring being torn from the sheath during the action of removing the sheath.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the single-port fenestrated bipolar forceps (fbf) instrument tip had a residue. It was suspected that the residue was due to a melted sheath. The sheath could not be attached to the correct position. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the melted residue could be from the sheath. The instrument was visually inspected prior to use, and no sheath residue was noticed. No arcing was observed during the procedure. There was no patient injury. After the previous surgery, the sheath was damaged when it was being removed, and the broken pieces of the sheath were possibly attached to the tip of the instrument. When the instrument was washed and sterilized, the broken pieces were not removed completely, and the broken pieces were melted during instrument sterilization process. There was no report of arcing even during both previous and current surgeries.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument and/or accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.